Event description:
The md consultation noted that the patient has ischemic cardiomyopathy and will benefit from an upgrade to at least a dual-chamber ICD. His symptoms seem to be predominantly heart failure. The patient should have his sprint fidelis lead extracted per recommendations of the FDA and the manufacturer. While the lead is currently not problematic, it is on an elective recall with suggesting removal at the time of other procedures. From the operative note: a stylet was passed down the sprint fidelis lead and the active fixation device withdrawn. Under constant tee and fluoroscopic monitoring, the lead was removed in its entirety by applying gentle traction and rotational torsion. The lead was remarkable for wrinkling of the insulation, but was otherwise unremarkable and intact." A pocket revision was performed and a crt-d was implanted. The patient tolerated the procedure well and was discharged home two days later. The patient had had the original lead and ICD implanted at a different facility, and we do not have details of the serial number or other pertinent information from the original procedure.